Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. No compromised force sensor system alarms noted during testing. The drive support was inspected and no anomaly noted during testing. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and case at reservoir tube window corners. The insulin pump was received with broken belt clip slot.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 392 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.